Event description:
A cycle canceled with an injector system interrupt message on a 100s sterilization system. The healthcare worker experienced a buring sensation with whitening and reddening on her right forearm when she was clearing the path to insert a new cassette. The worker did not seek medical attention and her symptoms resolved within one day.